Event description:
The remb micro drill was sent for evaluation because the device was spitting out a substance during preventative maintenance. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.